Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a cat underwent an incisional hernia repair procedure in 2015 and suture was used. Six to eight days after the procedure, the thread broke in length but the knots were still intact.